Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range, the impedance trend on the rv (right ventricular) defibrillation coil was variable, the impedance trend on the svc (superior vena cava) defibrillation coil was variable, and the sensing on rv (right ventricular) had diminished.

Event description:
It was reported that the right ventricular (rv) lead had varying and high superior vena cava (svc) coil impedances. It was also reported that the rv coil had varying and low impedances. It was noted that the r-wave amplitude was low. A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.